Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h6, h10 correction to h6, device code, investigation findings, investigation conclusions investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Voicemail: consumer left voicemail reporting that there is a problem with the needles. I returned consumer's call and she stated that there is no insulin flow during priming, stated that she primes with 1 unit. Consumer does not re-use. Consumer refused replacement, stated that she gets needles from mail order pharmacy. I offered to send a box to the pharmacy or doctor's office but consumer rejected the offer and disconnected the call. She wanted the box to be sent to her home and I advised her that we were not permitted to send sharps to home address. (B)(6). Lot #: 3143587 catalog #: 320122 date of event: 01-05-24 samples: available - sending mail kit.